Event description:
During an acl procedure a portion, approx 6mm, of the distal tip of a "spade tip drill" broke off into the pt's femur and remains therein. The fragment was captured in the bone, the case was concluded successfully without further incident or harm to the pt.